Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, cable and adaptor. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging pad, cable and adaptor.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.